Manufacturer narrative:
The complaint that the extension tubing disconnected from the luer adapter was confirmed and the cause appeared to be manufacturing related. One 18g nexiva IV catheter was provided for investigation. The green luer adapter was not returned with the IV catheter. The sample exhibited evidence of use. Blood residue was observed throughout the catheter tubing and extension tubing. No evidence of adhesive was observed on the end of the extension tube that was attached to the green luer adapter. No evidence of elastic weakness was observed in the extension tubing that would suggest that the material was stretched. Although the complete sample was not returned for investigation, the separation of the luer adapter was likely manufacturing related. Leakage would have been a result of the separation. There were no other similar complaints associated with the implicated lot. The manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
One of the ports on this IV came off during the IV insertion and the rn was splashed in the eye by blood.